Manufacturer narrative:
(B)(4) other devices used: the following devices were implanted on (B)(6) 2015: catalog #42522000611, persona articular surface, lot #62887631. Catalog #42557000114, persona taper stem, lot#62929852. Catalog #42532008302, persona stemmed tibial component, lot#62988609; manufactured at zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that since the revision surgery the patient is experiencing pain, weakness, swelling, stiffness, and an aggravated quad lag.

Manufacturer narrative:
The devices were not returned, as they remain implanted in the patient. Therefore, the condition of the implants is unknown. These devices are used for treatment. Product history searches were conducted for the part/lot combinations for all the related components. No other complaints were identified for any of the part/lot combinations. The devices were verified for compatibility with no issues noted. It is reported that the patient has discomfort, stiffness, swelling, and weakness after a revision surgery in the right knee. The patient underwent the revision surgery on (B)(6) 2015 because of loosening of a recalled tm tibia. During this surgery, it was noted that the femoral and patellar components from the primary surgery were felt to be adequately fixed, so they were left in the patient (only the tibia and articular surface were explanted during the revision). The patient stated that the revision surgery did resolve the tibial pain, but he now has intense quad pain and quad lag. The surgeon stated that the revision surgery aggravated the quad lag. The revision operative notes from (B)(6) 2015 noted that there was good flexion/extension, well-balanced gaps, and excellent tracking of the patella. It was also noted that the medial and lateral collateral ligaments, as well as the posterior cruciate ligament, were in excellent condition. The patient had multiple stints of physical therapy, and followed rehabilitation protocols. Risk is addressed in the package inserts the persona components that were implanted during the revision surgery. Each package insert lists pain and swelling as adverse effects of this procedure. These are therefore known inherent risks of the procedure. A definitive root cause cannot be determined with the information provided.